Event description:
Caller reported air bubbles or gaps in the tandem mobi cartridge during pumping. Reportedly, user was using off label insulin. Customer was educated on off label insulin usage. Customer's blood glucose level did not exceed 500 mg/dl and was within normal range, indicating no adverse impact. Caller was educated on ensuring air bubbles are removed before loading the cartridge onto the pump and acknowledged this guidance. Caller chose not to change the cartridge immediately and will monitor the issue, planning to call back if problems arise. Tubing was confirmed reconnected, and insulin was resumed after priming with the fill tubing feature, requiring no further action.